Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the surgeon was unable to squeeze the handle and the stapler did not fire. The procedure was completed with a new device. The handle with a new nail can be used successfully. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Event description:
According to the reporter, during a laparoscopic lobectomy, the surgeon was unable to squeeze the handle and the stapler did not fire. The procedure was completed with a new device. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.